Event description:
It was reported that both cable connectors are broken and won't hold pacing cables. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, battery flex and lead flex cover were contaminated, the battery contacts were compressed, two side bails were missing, the battery drawer was broken and the liquid crystal display (lcd) was out of specification due to a leaky gasket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.